Manufacturer narrative:
Product analysis: only the break-off portion of the set screw returned for analysis. Product returned unsuitable for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified procedure due to lumbar stenosis. During surgery, a screw was found ruptured. The surgeon had to replace the screw with a new one to complete the surgery. No fragments were remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.